Event description:
It was reported that an ilet pump was dropped into a chair crack and the chair folded onto it, resulting in a cracked touchscreen, after which the patient could not unlock the device or perform meal announcements, though infusion delivery otherwise continued and the device had been synced; the reported device problem was a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed a stress-related damage mechanism consistent with a fractured touchscreen, with device function limited by the damaged display. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The patient was informed that the device would no longer be watertight after replacement and was provided education on device management and report syncing.

Manufacturer narrative:
Initial.